Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that when completing a panreatic inspection procedure the patient suffered a bipolar burn to the stomach. No further information was provided but there was no report about a malfunction of the hf-generator and the intended procedure was completed using the same set of equipment.

Manufacturer narrative:
Corrected data: d4 ¿ serial number, h4 ¿ device manufacturer date device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus UK regional repair center (rrc), (returned to the rrc on 2022-03-09). The evaluation/investigation did not reveal any malfunction of the hf-generator but found the device to be working correctly. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be conclusively determined. However, since the generator was rated as meeting its specification, this event/incident can in all likelihood be attributed to use error. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.